Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the popliteal artery with moderate tortuosity and moderate calcification, a 70 mm 6 fr sheath was placed and pre-dilatation was performed with a 5.0 mm fox sv pta catheter up to 5.6-5.8 mm. The vessel diameter was 5.5 mm. A 5.5x60 mm supera stent system was advanced and deployed in the popliteal artery without issue. The introducer sheath was approximately 20 cm to the proximal end of the stent during deployment. It was confirmed under fluoroscopy that the stent emerged from the sheath and was fully released. There was no waste noted to the deployed stent or proximal end of the lesion. The thumb slide was fully retracted to the start position and both the system and deployment levers were locked prior to removal. The stent system was removed without issue from the patient anatomy; however, the stent system was not removed under fluoroscopy and the tip was noted to have separated when the stent system was outside of the patient anatomy. The separated tip was retrieved by pushing the introducer sheath and pulling the stent back into the superficial femoral artery (sfa). The tip was removed inside of the introducer sheath and the stent remained in the sfa. Reportedly, the sfa was diseased as well and treatment was going to be discussed after treatment of the popliteal. Another 4.5x40 mm supera stent was implanted to treat the target lesion in the popliteal. The patient outcome was good. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported tip detachment was able to be confirmed. Based on visual analysis of the returned device, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. The investigation concluded that a cause for the reported tip detachment could not be determined; however the removal of the tip and additional therapy are related to operational context. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.